Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient became septic and had everything taken out. The patient stated that they were infection, contaminated in the operating room, and suffered the consequences. This occurred in (B)(6) 2015. The health care professional (hcp) reported that the infection first started approximately (B)(6) 2016. The device was confirmed to have been removed and the infection was resolved at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.